Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 0293155. Customer states that there was black foreign matter on the needle shield and hub. The returned syringe was examined and exhibited dark material on the needle shield and needle hub. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely oil/grease. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 0293155. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200916434, 200914503] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (B)(6) 2021 , (B)(4) received a photo complaint from material #324911 and lot #0293155; syringe 0.5ml 31ga 6mm. Initial evaluation: visual inspection of the picture found on cannula appears to have an oil substance (mineral oil) covering the hub, cannula and shield. Manufacturing evaluation: a review of the needle line where the syringe in question was produced was completed. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0293155 was reviewed. The needle assemblies were assembled from 31oct2020 to 25nov2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every 2 hours: fm on shield. Visual inspection every 2 hours: fm on cannula. Visual inspection every 4 hours: fm on hub. Visual inspection every 4 hours: excessive lube coverage on hub. If a defect is found during an inspection a quality notification is initiated. No quality notifications were written for issues relating to the assembled syringe defect. Maintenance dispatch (l2l) was reviewed, and no dispatches were created that would cause fm on the hub, cannula and shield. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that mineral oil was found covering the cannula of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported found 1 syringe with a black foreign matter on the needle shield and when removed the needle shield its also on the hub. Via bd investigation: visual inspection of the picture found on cannula appears to have an oil substance (mineral oil) covering the hub, cannula and shield.